Manufacturer narrative:
Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm micl12.6, -8.5 diopter, implantable collamer lens in the patient's left eye (os) on (B)(6) 2018. On (B)(6) 2018, the lens was explanted due to narrow angles. There was no patient injury. There is no plans to implant another lens in the patient.

Manufacturer narrative:
(B)(4)